Event description:
New information noted that the left ventricular (lv) lead was explanted and replaced. The patient condition was stable before, during, and afterwards.

Manufacturer narrative:
Additional information: b5, d6b, g3,h1, h2, and h6.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed loss of capture on the left ventricular lead.  On (B)(6) 2021, an x-ray revealed that the left ventricular was dislodged. Programming changes were performed to resolve the issue. The patient was in stable condition.